Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure; the cause of the reported event could not be conclusively determined. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). No damages or defects were found that would affect the delivery of insulin.

Event description:
It was reported by the patient¿s parent that less than one hour after pod application, insulin was not being delivered and the cannula had never inserted into the patient¿s skin. For safety reasons, she removed the pod. Upon removal, the parent reported that the cannula was visible but noted that the pink slide had not moved forward into the viewing window, indicating a failure of the needle insertion mechanism. It was not reported whether a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.